Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: b5: upon receipt of the device at manufacturing site, the initially reported concomitant device (matrix mandible screw: part 04.503.406.01c, lot unknown, quantity 1) is no longer considered as concomitant and is now considered as reportable device. Corrected concomitant device list. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown drill bit (part # unknown, lot # unknown, quantity unknown). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown matrix mandible plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during a mandible fixation surgery on (B)(6) 2019, a metal filing came off of the unknown matrix mandible plate when the matrix mandible screw was about to be placed in the patient. The issue happened when the surgeon was drilling into the side of the screw hole with the drill bit. The procedure was successfully completed with brief surgical delay reported. There was no adverse consequence to the patient. Concomitant device reported: matrix mandible screw (part 04.503.406.01c, lot unknown, quantity 1), drill bit (part/lot unknown, quantity unknown). This report is for an unknown matrix mandible plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.